Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that the pump display screen was blank following a battery change; however, the pump continued to emit audible tones. The pump was rebooted and the screen reappeared. Multiple call service alarms related to sleep alarms were recorded in the pump alarm history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data indicated multiple cs 054 call service alarms on the event date. During testing, the pump powered on properly with audible tones, vibration, and a fully illuminated, functional display screen. The pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated alarms. The pump case was removed and no evidence of moisture ingress or damage to the internal components was found.